Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when using the bard catheter it was found that there was a problem with the guidewire, the guidewire was bent, it could not be pulled out from the cannula, and it could not be used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the guidewire being bent is confirmed; however, the exact cause is unknown. One video of a guidewire and introducer needle was returned for evaluation. An initial visual observation of the video showed several attempts to advance and retract the j-tip guidewire through the introducer needle. The guidewire was passed through the introducer needle successfully, but it appeared to require a significant amount of force. Some residue was observed to be on the distal end of the j-tip after it had passed through the needle. Additionally, a bend was observed in the guidewire proximal to the j-tip. The clinician attempted to retract the guidewire but it did not appear to fully retract in the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. However, repeated advancement and retraction against resistance may have contributed to the deformation. This complaint will be recorded for future trending and monitoring purposes.